Event description:
It was reported that the patient was implanted with a new device due to intermittent shocking of the entire body. It was noted that the patient had lost about (B)(6) pounds from ¿stomach surgery¿. It was reported that the new device pocket had moved slightly lateral and made it tighter but still in same location. It was noted that the reports contact zero showed high impedance but when the amp was increased that all came back normal. It was reported that after the surgery, the patient experienced the same type of shocking sensation throughout the entire body 5-10 minutes after programming the new device. It was noted no electrode changes from old device to new device. It was also noted that the patient was programmed to different electrode combination. The patient was re-programmed using different electrodes from the previous setting. It was noted that the therapy is helping patient. It was later reported that the patient¿s battery was replaced on (B)(6) 2013 and an impedance test was run at the end of the procedure. It was noted that the device tested well within the necessary parameters. Post-operative the patient still felt an occasional shock that emanated from the battery site. The patient was instructed to turn her device off for two days to determine if the shocking was caused by the stimulation or the battery¿s location. It was noted that the patient returned to the office three days after implant and the shocking had not subsided. The patient was scheduled to have a site revision and lead replacement on (B)(6) 2013 (the revision date was unclear). It was also noted that the patient recently completed gastric bypass surgery and has lost approximately (B)(6) pounds over the past six months. It was later reported that on (B)(6) 2013 the patient returned to the operation room and the patient¿s old lead was removed on the right side and it was replaced with the one on the left. It was noted that the patient¿s implant was also moved from the right side to the left side. It was reported in post-operative that the shocking sensation was no longer apparent. It was reported that the device was not available for return. It was destroyed during removal.

Manufacturer narrative:
Product ID: 3889-33, lot# v847586, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-33, lot# v847586, implanted: (B)(6) 2012, product type: lead. (B)(4).